Manufacturer narrative:
Retain testing, batch record review, complaint review, and donor history were completed. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. Product and/or sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report false negative antibody screen for patient sample on manual bench testing using 0.8% selectogen cells lot# vs234 exp 12/3/19 which led to packed rbcs being transfused which were incompatible and caused transfusion reaction for patient. Customer reports that antibody screen was repeated with same lot#, new set, and this time screen was positive on sc#1 with 2+ result which led to anti-e being identified in patient. Issue started on: (B)(6) 2019 test and transfusion date. Microtubes/wells or cell (donor #) affected: sc#1. Reaction grade obtained: negative. Customer was expecting: positive since patient has antibody present. Incubation time (for manual test only): 15 minutes. Test repeated: yes. Method/result obtained by repeating: repeating test with new set resulted in 2+ grade with sc#1. Sample ID: isolated patient. Number of samples affected? One sample. Was qc affected? No, qc deemed acceptable for all reagents, customer uses ortho confidence system. Patient clinical history: patient's diagnosis: no previous history, no diagnosis at this time. List of medications: n/a. Transfusion history: no history, customer received one unit a-positive packed rbcs which were not compatible. Donor information (relevant if issue occurred post-transfusion): a-pos unit. Number of blood unit transfused: one blood group phenotype result: patient is a-pos, has antibody for e. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: as per IFU. Rbc storage and handling: as per IFU. Set was opened on 11/18/19, passed qc every day. Visual appearance before use: visual inspection passed. Opened vs unopened? Opened set yielded false negative. Other relevant information: opened set was in use prior without any issues, passing all qc. Customer tested with igg gel card lot# 031819001-16 exp jan 27 2020. Customer repeated testing with opened lot of screening cells again with same patient sample, result is still negative. Customer notes that volume of opened set vials is very low, which prompted tech to obtain new set and re-test, which then discovered the positive antibody screen. Troubleshooting steps performed by tsc: tsc verified that events occurred as follows: customer obtained false negative result for antibody screen with open set, performed immediate spin crossmatch which was compatible, released packed rbc unit to floor for transfusion, then due to low volume in vials of 0.8% selectogen cells, customer decided to repeat screen with new set of same lot#, which was now positive. Customer recalled the blood unit and stopped transfusion however patient already received partial transfusion. Customer then performed antibody workup, full crossmatch, and discovered that patient has anti-e and that ahg crossmatch with unit transfused was incompatible. Patient had transfusion reaction with following symptoms: wheezing, anxious, tachycardic, hypoxic. Patient is now stabilized and still in-house. No further transfusions occurred. Customer has discontinued opened set that caused false neg result. All other products working as intended.